Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error messages appeared on the station: 'disconnected mode' and 'critical override'. A technical support specialist dialed into the station and confirmed that it was communicating properly, not in disconnected mode, and not showing a critical override. The tss also attempted to log in to the station and found that it was not slow. The issue was identified as an it-related problem with the port at the new location on a different nursing unit. The station was functioning correctly at its previous location. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.